Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the entire center of the home patient¿s (hp) transfer set ¿came out¿ (came apart) while the hp was sleeping. The hp was connected at the time of the event. This occurred during an unspecified therapy step of automated peritoneal dialysis (pd) therapy. The hp clamped the line to keep air from entering. Renal therapy services assisted the hp in ending the therapy and advised the hp to go to the hospital or clinic to have the transfer set replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.